Event description:
The customer reported the ventilator failed pre-operational self testing of the pressure relief valve. The ventilator was not in use on a pt therefore there was no pt harm or involvement. The MFR service tech replaced the crossover solenoid to address the reported problem. Performance verification testing was completed and tests passed to operating specifications. Failure of the crossover solenoid as noted may result in a volume loss during use in normal ventilation operation.